Event description:
This spontaneous report was received on 26-jul-2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flosser snapped while using. He stated that, he had two defective packs of this device and he experienced the same with the second pack as well. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flosser snapped while using. He stated that, he had two defective packs of this device and he experienced the same with the second pack as well. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012. The consumer did not provide lot number with the complaint. Without lot number, the analyst could neither perform device history records review; retain sample evaluation or lot trend analysis. A review of the data associated with this complaint category breaks/falls apart with use and reportable pqc revealed no adverse trends. A returned field sample was not received for evaluation. The history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. This complaint would be closed with disposition undetermined for breaks/falls apart with use and reportable pqc categories, due to the absences of returned sample and lot number. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2012-00242. The initial submission for the second product in this case will have the manufacturer report number 8041101-2012-00243.

Manufacturer narrative:
This closes out this report unless other additional significant information is received. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2012-00242. The initial submission for the second product in this case will have the manufacturer report number 8041101-2012-00243.